Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was calcified, 99% stenotic lesion in a moderately tortuous left anterior descending artery. After predilation the physician attempted to cross the lesion with a taxus express2 3.0 x 20 mm stent, however, siginificant resistance was encountered. Consequently, the stent could not cross the lesion. Once the stent was outside the body it was discovered that the stent struts were flared. No pt injuries or complications were reported. A new 3.0 x 20 mm stent was used to complete the procedure. Pt status is reported as "satisfactory/good."